Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder blood leaked from the sleeve. Patient impact has not been reported. The following information was provided by the initial reporter: customer reports that when using eclipse safety needle, vacutainer holder, and vacutainer tubes, blood is leaking from the needle into the hub.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional leakage testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder blood leaked from the sleeve. Patient impact has not been reported. The following information was provided by the initial reporter: customer reports that when using eclipse safety needle, vacutainer holder, and vacutainer tubes, blood is leaking from the needle into the hub.